Event description:
Caller reported that a cartridge leaked insulin, and the issue occurred one time. There was no adverse impact to the customer¿s blood glucose level due to the incident. The customer successfully changed the cartridge and resumed insulin therapy, and to maintain satisfaction, customer technical support is replacing the cartridge.